Event description:
It was reported that this pacemaker system exhibited oversensing of electromagnetic interference (emi) resulting in a lead safety switch in both the right atrial (ra) lead and right ventricular (rv) lead due to out of range impedance measurements. A signal artifact monitor (sam) was inappropriately stored due to the emi. The field representative stated that the device was reprogrammed to bipolar after acceptable lead measurements were obtained. Isometrics and arm movements were performed with no noise noted. No adverse patient effects were reported. At this time, this device remains in service.